Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of needle shielding failure were available for examination, bd was not able to confirm the by customer¿s indicated failure. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Complaints received for this device and reported condition will continue to be tracked and trended. Since this product is no longer manufactured at nogales site since july 1st of 2022, and now is being manufactured at (B)(4), no additional actions will be taken for this complaint here in nogales. However, if any defect is found by the customer with a batch manufactured since the date mentioned, the investigation will be notified to (B)(4) for further actions. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima¿ with y adapter yel 24ga x 19mm the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: insert subcut line & went to withdraw sharp. Sharp safety failed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of needle shielding failure was not confirmed upon inspection of the photos. The photos supplied do not provide enough evidence to confirm the defect. A physical sample would be needed to confirm this defect. Also, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd saf-t-intima¿ with y adapter yel 24ga x 19mm the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: insert subcut line & went to withdraw sharp. Sharp safety failed.